Manufacturer narrative:
Analysis found via visual inspection that the catheter body was broken near the distal end. The cross section of the catheter was elliptical near the break, which is consistent with it being compressed. The catheter portion returned was found to be patent and no leaks were identified. Conclusion code no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the pump implant date was (B)(6)2016.

Manufacturer narrative:
Other applicable component: product ID: 8731000001, serial# (B)(4), implanted: (B)(6) 2004, partially explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received unknown baclofen 2000 mcg/ml at a dose of 300.5 mcg/day via an implantable pump. The pump was decreased on (B)(6) 2017 to deliver 235.1 mcg/day. The indication for use was not provided. It was reported that during normal use on an unspecified date there was an issue with the catheter requiring a revision on (B)(6) 2017. During the catheter revision, the spinal segment was revised with an 8598a / (B)(4). It was also reported that entire pump segment was replaced. Of note, the patient had suffered a motor vehicle accident (mva) approximately 1 year ago which was believed to be the cause of catheter dislodgement and loss of effective therapy. The spinal segment had knotted itself outside of the spine. Troubleshooting and diagnostic testing reported as unknown. The caller reported 31.1 cm was implanted and confirmed the volume of 0.0684 ml. At the time of the initial report, the issue was not resolved and the patient¿s status was reported as alive-no injury. No further complications were reported/anticipated.